Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. In addition, air bubbles were observed in the infusion set tubing. The customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read "high"; however, a specific bg value was not provided. A manual insulin injection was administered to address bg level. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. The alleged cartridge air bubble issue was unable to be verified.